Event description:
Boston scientific received information that this left ventricular (lv) had increased pacing impedances and a chest x-ray revealed a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
As this lead remains implanted no analysis will be be done. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information provided noted that no revision has been planned and the patient and the lead will be monitored by the physician.